Event description:
The customer reported three false positive results with the ID now covid-19 2.0 assay performed on various dates on a nasopharyngeal sample using the kit swab. This manufacturer¿s report addresses patient three (3) of three (3). The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6)2023. Pcr confirmation testing was performed using an unknown gene analysis instrument on an unknown date and generated a negative result. The customer reported there was a delay due to the test result but did not provide any additional information on the delay. The customer confirmed there was no patient harm due to the test result.

Manufacturer narrative:
FDA UDI (B)(4). This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded.

Manufacturer narrative:
FDA UDI (B)(4) this report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m773797 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j / lot m773797 and test base part number 192-430 / lot m773797. The lot met the required release specifications. A review of the complaints reported false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m773797 showed that the complaint rate is (B)(4)%. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however, a possible assignable root cause is patient sample interference. H3 other text : single use; device discarded.

Event description:
The customer reported three false positive results with the ID now covid-19 2.0 assay performed on various dates on a nasopharyngeal sample using the kit swab. This manufacturer¿s report addresses patient three (3) of three (3). The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2023. Pcr confirmation testing was performed using an unknown gene analysis instrument on an unknown date and generated a negative result. The customer reported there was a delay due to the test result but did not provide any additional information on the delay. The customer confirmed there was no patient harm due to the test result.